Event description:
A nurse reported that during a 23 gauge vitrectomy surgery, after the surgeon had completed the fluid air exchange (f/ax) and was doing laser in air, a system message displayed indicating an irrigation output valve error. The infusion and the f/ax fusions were disabled and the staff could not switch to any other modes. All parts were disconnected from the pt and the unit was restarted. Once restarted they could reprime the cassette (without calibration) and all the settings were the same as before and they could continue the surgery without any problems. The pt did not experience any harm and was doing fine. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).